Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were several episodes of noise on the right atrial (ra) lead that resulted in oversensing and automatic mode switching (ams). The ra lead was capped and replaced during a normal eri device replacement procedure and there was no damaged noted on the ra lead. The patient was stable.